Event description:
Healthcare professional (hcp) reports one incident of a blood leak with the CT-190g dialyzer. It was reported that the incident occurred with 1-2 minutes into treatment (1st use). The leak was confirmed with hemastix. It was reported that blood was not returned to the pt with an estimated blood loss of 200cc. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention to report per hcp.